Event description:
It was reported that post an implant procedure, the atrial lead was dislodged and subsequently failed to sense signals. The physician elected to explant the atrial lead and a new lead was implanted. The patient had no consequences throughout the procedure.